Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device reported discomfort due to an anterior migration. The patient was scheduled for a revision: it was confirmed there were no performance issues prior to the revision. During the procedure, the device was positioned more posteriorly, without complication and sutured securely in place using both device suture holes. Post revision, defibrillation testing was conducted, confirming successful termination. The patient was instructed to resume a normal follow-up schedule. No product allegations and no adverse patient effects were reported.